Event description:
Additional information was received indicating the event has been resolved. Additional information regarding the resolution of the event is not available.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A few days after implant, the right atrial lead had elevated pacing threshold due to dislodgement. The device was interrogated and atrial sensing was noted to be stable. No intervention has been performed. The patient is in stable condition.